Manufacturer narrative:
Full e1 - (B)(6) facility. Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified diagnostic procedure, the subject device fell. Due to the shock of falling, 2d video image appeared blurred and doubled as if it was a 3d video image. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, e3, g6, h2, h3, h6, h8, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the impact of the fall caused the 2d image to appear blurry and double, like a 3d image image defect found coupler corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is suggested that probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.